Event description:
Device malfunction: balloon rupture. Time of malfunction: during post-dilatation. Symptoms/ae: neurological impairment. It was reported that during a stenting procedure in the left carotid artery, during the second post-dilatation, the rx viatrac plus balloon ruptured at an unspecified pressure. Immediately after the balloon rupture, the pt experienced an acute neurologic deficit. CT scan of the head, obtained immediately post procedure, showed no abnormality. Intravenous decadron was administered and the symptoms improved within 24 hours, although slight slurring of speech and right sided facial droop may have persisted. The pt was discharged to home the following day. Although requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a root cause for the balloon rupture could not be determined based on the described event. Factors that can contribute to balloon rupture include, but are not limited to, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. No evidence of a device quality issue was found based on the reported info. A review of the device finished lot history record did not reveal any non-conformity which could have contributed to this event.